Event description:
The ethicon secure strap 5mm absorbable strap fixation device would not fire into the tissue as expected. No harm to the patient. Instrument replaced with another to finish the procedure.